Event description:
It was reported that the pump battery was depleting quickly resulting in the pump shutting off. The customer experienced an elevated blood glucose level of 558 mg/dl with trace ketones, which was identified as dangerous by health care provider. Customer addressed bg by administrating a correction bolus via pump. Reportedly the customer continued to use pump for insulin therapy.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.